Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, product type: lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was cleaning, leaned down and felt a shock in the patient¿s hand. The patient hears a ¿beeping/alarm¿ from the device. A check on the device yielded that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Oversensing was noted on the rv lead and the right atrial (ra) lead. The leads remain in use. No further patient complications have been reported as a result of this event.